Event description:
New information received that the non-sustained rv lead noise previously reported on the remote transmission was not due to oversensing. There was no issue with the device but was a false detection. Few months later, patient presented to the clinic after receiving a notification. The egm showed ventricular events being undersensed and led to bi-v pacing and detection of a fast event. Isometrics were performed and no noise was observed. Programming changes were made. The patient will continue to be remotely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that remote transmission indicated non-sustained rv lead noise due to oversensing. The patient will be brought in for follow-up for reprogramming changes.